Manufacturer narrative:
Concomitant medical products: product ID: 8709sc; serial# (B)(4); implanted: (B)(6) 2010; partially explanted: (B)(6) 2021; product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 17-nov-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving prialt (ziconotide, snx-111) (8.5 mcg/ml at 2.4 mcg/day) and bupivacaine (12 mg/ml at 3.4 mg/day) via an implantable pump. The patient's medical history included left ankle pain, back injury, three back surgeries, hypertension, and sleep apnea. It was reported that upon opening pump pocket site for expected end of life (eol) pump replacement, the neurosurgeon observed clear fluid in pump pocket site. Upon connecting the existing sutureless connector onto newly implanted pump, and withdrawing from catheter access port (cap), air bubbles were observed. A decision to splice a new sutureless connector onto the existing catheter was made. The neurosurgeon stated having seen a punctured inner lumen of the explanted sutureless connector. After splicing the new pump segment connector on, withdrawal of cerebrospinal fluid with a 24 gauge non-coring needle resulted in no further air bubbles. There were no known factors that may have led or contributed to the issue. The pump and sutureless catheter connector were being returned to the manufacturer for analysis. No signs no symptoms of withdrawal were exhibited. The issue was resolved as of (B)(6) 2021. The patient was without injury regarding their status as of (B)(6) 2021. The pump infusion rates were decreased by 50% after surgery to prialt 1.2 mcg/day and bupivacaine 1.7 mg/day. Other medications (oral, IV, etc.) Patient was taking at time of the event included the following: ibuprofen, venlafaxine, simvastatin, modafinil, lisinopril, buprenorphine, tizanidine, testosterone, and oxycodone/acetaminophen.

Manufacturer narrative:
The pump and catheter were returned for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection of the sutureless connector (sc) identified {coring/tearing/cuts} in the cup of the connector. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.